Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of device or native vessel. The IFU also warns, do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. (B)(4).

Event description:
On (B)(6) 2018, this patient underwent an endovascular procedure to repair an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. When the proximal portion of the trunk-ipsilateral leg component was deployed, it appeared that a scallop of the proximal end of the component covered the ostium of the right renal artery. As intra-procedural angiography showed no issue regarding blood flow, the physician continued to deploy the endoprosthesis at that location. After all components were deployed and touch-up ballooning was performed, final angiography showed stenosis of the renal artery. The artery was expanded by a pta balloon catheter and a bare metal stent (express) was implanted inside the artery to repair the stenosis. Final angiography also showed a type ii endoleak with unknown origin, and the physician elected to monitor it. The procedure was concluded, and the patient tolerated the procedure.